Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged six days post implant. This lead was successfully repositioned and to date, no adverse pt effects were reported. This ra lead remains implanted. Boston scientific did not make the event or explant date available.